Manufacturer narrative:
Evaluation summary: the distal tip of the device is flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 1st distal stent segment was deformed with raised struts. (B)(4).

Event description:
It was reported that the physician was attempting to use one endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous cx lesion exhibiting 85% stenosis. The device was removed from its packaging and inspected with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the sheath with no issues noted. It was reported that resistance was encountered when advancing the device and that excessive force was used. It was reported that the device could not cross the lesion due to severe vessel tortuosity, and that on pulling back the system, the struts of the stent were damaged. The stent was removed with the stent delivery system. No patient injury was reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.